Manufacturer narrative:
Other, other text: d10, h3, h6 evaluation codes - updated one device was received for investigation with a cracked enclosure, front cover and tank cover. There was also a tear in the line cord and an outdated pcb and power switch. Visual inspection occurred and verified that the enclosure is cracked at the drain elbow in the rear of the device, confirming the reported complaint. This was caused from the use of the drain tube. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2008 and there was no indication of a manufacturing defect during the investigation.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cracked water reservoir. Patient involvement unknown.